Manufacturer narrative:
(D10) concomitant devices: (B)(6), 300-30-13 - equinoxe preserve stem 13mm, (B)(6), 320-15-01 - eq rev glenoid plate, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-20-22 - eq rev compress screw lck cap kit, 4.5 x 22mm, (B)(6), 320-20-26 - eq rev compress screw lck cap kit, 4.5 x 26mm, (B)(6), 320-20-38 - eq rev compress screw lck cap kit, 4.5 x 38mm, (B)(6), 321-52-07 - 3.2mm drill bit sterile, (B)(6), 321-52-10 - 3.2mm k-wire, thd, short 2 k-wires per pack. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that a left equinoxe shoulder prothesis failed in-situ approximately 3 years after implantation. Patient had recurrent dislocation and had scapular notching. Surgeon swapped out the 38 glenosphere to a 42mm +4 lateralized glenoshpere and went to a +5mm humeral adapter tray with a 42mm +0 poly. Patient was last known to be in stable condition following the event. No device was returned for evaluation.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1, d4, g4, h6. MDR section codes updated/corrected: b, c, d, e. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The revision reported was likely the result of recurrent dislocations as reported. A secondary finding of prosthesis wear of the liner most likely due to either impingement of the liner against the scapula or wear secondary to abnormal articulation during a dislocation event. However, the recurrent dislocation and series of events cannot be confirmed and potential user-related considerations to the event could not be assessed as the devices were not returned for evaluation. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.